Manufacturer narrative:
(B)(4). Returned product consisted of the spiroflex thrombectomy system with an unidentified .014¿ guidewire in the lumen. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that majority of the proximal spiral cut shaft was kinked and damaged. The outer shaft and inner lumen shaft were damaged and buckled/bunched-up in numerous locations. The distal tip was damaged. An attempt to remove the guidewire from the spiroflex device was unsuccessful due to the damaged distal shafts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. Review of the product specification indicates the spiroflex device is compatible with a .014¿ guidewire. The returned guidewire stuck in the device is .014¿; therefore, there is no indication of a compatibility issue. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported the device became entrapped on the guidewire. A spiroflex® angiojet® thrombectomy set and an unspecified guidewire were selected for a thrombectomy procedure. During an attempt to backload the catheter onto the guidewire, the catheter was only able to load about 6 to 8 inches onto the wire then it stopped feeding onto the wire. The device did not enter the patient's body. No patient complications were reported.